Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, there was no patient harm.

Manufacturer narrative:
Additional information was provided in h.3., h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of company injector caused break (patient contact); therefore, the condition of the product could not be verified. The reported product lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, company injector caused breakage of lens. There was patient contact. The procedure was completed on the same day. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).